Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory accountant reported a patient experienced discomfort during a laser assisted cataract procedure. Suction was unable to be maintained due to movement.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).